Event description:
Twenty-two (22) months post implant of a 26mm sapien valve, severe central aortic insufficiency (cai) due to a failed leaflet was noted. A 26mm sapien xt valve was implanted in the sapien valve. Medical record review revealed echocardiogram 19 months post valve implant indicated mildly decreased ejection fraction of 40-45% and moderate concentric left ventricular hypertrophy. The rest of the echo results indicated ¿a mixed systolic and diastolic picture.¿ the prosthetic aortic valve was noted to be well-seated and opening well. Shortness of breath secondary to acute congestive heart failure was indicated. The patient was treated with IV lasix and discharged. Two months later, the patient complained of shortness of breath while at rest and with exertion, as well as new bilateral pedal edema. He developed congestive heart failure, requiring hospitalization. Transesophageal echocardiogram (tee) indicated a well seated valve with severe cai and high gradients across the prosthetic valve. His troponin was increased and new EKG changes were noted at admission. The patient did not complain of chest pain. One month later, a sapien xt valve was implanted in the sapien valve, resolving the cai.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the valve leaflet failure and subsequent cai could not be determined. It is possible that the patient¿s age, and progression of pre-existing disease may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.